Event description:
A pt contacted zoll customer support to report that the response buttons will not activate the device. The patient was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate device) has been confirmed. Upon eval, the rear response button cable was not properly seated in the connector. The cause for the inability to activate the device is the improperly seated rear response button cable. The root cause for the improperly seated rear response button cannot be positively identified but is likely assembly error. No adverse event resulted from the improperly seated response button connector. The patient received a replacement monitor.